Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation. The patient additionally noted a recent history of full body fungal infection; the patient confirmed that the evoke scs system did not cause or contribute to the fungal infection. Per the patient, the infection and unintended stimulation concurrently contributed to the patient perceiving a decrease in pain relief. Diagnostics were performed included reprogramming and an impedance check, with no anomalies identified. At the patient's request, the evoke scs system was explanted.

Manufacturer narrative:
Additional information: section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation codes. The evoke closed loop stimulator (cls) was not returned to saluda for analysis. The patient¿s event logs were reviewed, and no anomalies were identified. The root cause of the unintended stimulation cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including, ¿uncomfortable changes in stimulation (over and/or under stimulation).¿